Event description:
Reported by physician as "intrathecal catheter stopped functioning about a week after implant following resumption of physical therapy. Physician could not see the intrathecal portion of the catheter on x-ray. At surgery, physician found the catheter was torn between the purse-string suture and the plastic anchoring device in the intraspinal ligament. The distal fragment of the catheter remains in the pt.

Manufacturer narrative:
4/24/1998: g9 - manufacturer report number has been corrected here and in header on page 1.